Manufacturer narrative:
The unit had an intermittent button response due to moisture damage on the keypad. The unit did not have scrolling numbers on the display. The unit had a cracked case at the display window corners, a minor scratched display window, and a cracked reservoir tube lip.(B)(4)

Event description:
The customer called in to report that the insulin pump had a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.